Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the demo unit had power issues. There was pt involvement.